Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knives were dull. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested.

Manufacturer narrative:
Due to additional information received since submission of the initial report, the date of event has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received which clarified that the dull knives were noted during cataract surgery. An alternate knife was obtained in order to complete the procedure. It was confirmed that there was no harm to any patient.

Manufacturer narrative:
One opened knife sample in a blade protector tray and blister was received, for the report of a dull knife. The returned sample was visually inspected. And was found to be nonconforming with a damaged tip. Penetration testing could not be performed, due to the damaged condition of the sample. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined, from the investigation performed. The damage to the returned sample is consistent with damage that can, occur when the blade contacts a hard surface such as the protective blade tray, when product is improperly removed or inserted after use, from improper handling or from contact with another instrument, during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customer's reported issue of a dull blade. The exact root cause for the damaged knife sample is unknown. Therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification, during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored, during the finishing process to ensure the sharpness of the product. Complaints are reviewed, and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).